Manufacturer narrative:
(B)(4). The customer stated that the product will not be returned because she is uncertain if the pc unit or pump module were sequestered. Should the device be returned, a follow up will be submitted with the results of the investigation.

Event description:
The customer reported an infusion of insulin stopped, did not switch to kvo, did not alarm and the pump was found scrolling "infusion complete". The customer stated the pt was on an insulin drip, to be titrated to blood glucose levels hourly. She programmed the vtbi to infuse the specific amount for one hour. She stated that usually, the pump would alarm "infusion complete", switch to kvo, she would check the pt's blood glucose and adjust the infusion accordingly, followed by entering a new vtbi for the next hour. On (B)(6) 2013 at 2 pm, she entered a new vtbi and the infusion was started. Around 4 pm, she realized the pump had not alarmed. She checked the infusion, the message displayed was "infusion complete". The pump module had not switch to kvo; therefore, the insulin was not infusing. No pt harm reported. She stated there were no issues with the pt's blood glucose. The system configuration at the time of the event was two pump modules on the left side and two pump modules on the right side of the pc unit.